Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported issue, the device was found to be over delivering. The most probable cause is the expulsor. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed accuracy testing output 21.7 (8.5 percent). The fault occurred during preventive maintenance, there was no patient involvement.